Manufacturer narrative:
Correction: corrected information provided in d.1., and d.4. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that, following an intraocular lens (iol) implant procedure, the patient had glistening formation in the right eye affecting visual acuity, night vision and inducing halos. Eye check was completely normal except couple radial trans illuminative defects near pupil edge. There was a considerable glistening formation and yag laser has been performed. The patient was not hospitalized for the event and the symptoms are continuing to the patient. Additional information was requested. There are two medical device reports associated with this patient. This report is associated with the right eye.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).